Event description:
Revision surgery: due to the patient having a bad fall; the humerus fractured and knocked the stem out.

Manufacturer narrative:
The reason for this revision surgery was reported as a fractured humerus that knocked the stem out after 3.8 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr 14044 showed 1 part (part number: 508-00-032) scrapped due to an out of specification feature. Ncmr 13859 showed 6 parts (part number: 50800000) written up for visual discrepancies. Two parts were accepted with the justification "grind marks not visible with unaided visual check. One part was accepted with the justification "meets material specification (ms) ms # 10 specifications. Three parts were returned to the vendor. A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the patients fractured humerus was most likely the trauma from the fall as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.